Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented to the emergency department with symptomatic and profound bradycardia requiring temporary pacing. The device failed to output and no telemetry was available. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was noted to be "alive & well."